Event description:
In 2008, this pt underwent endovascular repair for a thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. A 24 fr gore introducer sheath with silicone pinch valve was used in the right common iliac (rci) with vessel diameters less than 8mm. The physician acknowledged the small vessel diameter, however, chose not to use a conduit. There was demonstrated tension upon removal of the sheath and a portion of the rci came off on the sheath when the sheath was removed. The rci was tied off and a gore viabahn graft was used to repair the right common iliac. The pt tolerated the procedure and is reported to be fine. No further complications have been reported at this time.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.